Event description:
The customer reported that the touchscreen was unresponsive. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer (se) determined that the touchscreen required replacement. The se replaced the touchscreen. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
H10: the device was not in use when the issue occurred. No patient or user harm reported. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.